Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a skin closure on (B)(6) 2015 and a topical skin adhesive was used. The patient returned to the doctor three weeks later, reporting that a rash developed. The patient was treated by a different doctor with steroid cream sometime within that three week period, but the exact date of the rash was unknown. Additional information has been requested.